Event description:
The event is reported as: the stapler jammed during a procedure. No reported patient injury.

Manufacturer narrative:
The device sample was not received by manufacturer in time for this report. DHR review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample has not been received by manufacturer yet. Manufacturer will continue to monitor relating complaints.